Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 74 yo male patient, initial shoulder implanted in (B)(6) 2016, underwent a revision procedure sometime in (B)(6) 2025, approximately 9 years post the initial procedure. The party stated that in 2021, he experienced complications following his shoulder replacement surgery. No further information available.

Manufacturer narrative:
D10: concomitants: 300-01-13 - equinoxe, huml stem primary, press fit 13mm: (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6) 300-20-02 - equinox sq torque define screw drive kit: (B)(6) 310-01-47 - equinoxe, humeral head short, 47mm (beta): (B)(6) 314-13-03 - equinoxe cage glenoid medium, alpha: (B)(6). H3 - the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.